Manufacturer narrative:
Sample has been received by manufacturer, but investigation is incomplete at this time.

Event description:
The event is reported as: ventilator circuit was found to have a leak while on the pt. No pt injury reported. Pt's current condition was reported as fine.